Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was withdrawn before the visual indicator window turned black despite following the procedure. Manual compression was used to complete the procedure. There was no reported patient injury. The event occurred during an ipsilateral superficial femoral artery (sfa) case where a 6f short non-cordis sheath introducer was exchanged and the device was used for hemostasis. The vessel diameter was over 5 mm, and there was no proximal calcification, plaque, or stent. No stenosis greater than 50% was observed. The operating angle during the procedure was confirmed to be 30¿45 degrees. The product was stored in a catheterization laboratory with controlled temperature. The physician has many years of experience using the device. Other procedural details were requested but were not provided. The device will not be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18457213 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was withdrawn before the visual indicator window turned black despite following the procedure. Manual compression was used to complete the procedure. There was no reported patient injury. The event occurred during an ipsilateral superficial femoral artery (sfa) case where a 6f short non-cordis sheath introducer was exchanged and the device was used for hemostasis. The vessel diameter was over 5 mm, and there was no proximal calcification, plaque, or stent. No stenosis greater than 50% was observed. The operating angle during the procedure was confirmed to be 30¿45 degrees. The product was stored in a catheterization laboratory with controlled temperature. The physician has many years of experience using the device. Other procedural details were requested but were not provided. The device will not be returned for evaluation.